Event description:
It was reported that a malfunction alarm occurred involving a malfunction code 16-0x20e6, and the issue did not result in an adverse impact on the customer¿s blood glucose level. The customer was informed of the need for a pump replacement, and a replacement pump was provided to ensure continuous insulin delivery.